Manufacturer narrative:
Date of event was not provided, estimated date entered.

Event description:
It was reported that in preparation for a photoselective vaporization of the prostate procedure the patient had been sedated. During the procedure, error 521 was received on the console. The console was started up several times but the error did not go away. The procedure was then rescheduled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse calibrated the laser and replaced the top cover. The reported event was confirmed. The replaced top cover was returned for analysis to our post market quality assurance laboratory. Visual analysis identified that the top cover was in good physical condition with minor scuffs from normal usage wear. The functional testing did not identify any anomaly. The top cover passed full functional testing. The console was installed on 25 march 2021. The system was last serviced on 24 march 2022. The console was fully functional with no issues from that time until the reported event date of 01 august 2022. Based on the information available, and analysis results, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that in preparation for a photoselective vaporization of the prostate procedure the patient had been sedated. During the procedure, error 521 was received on the console. The console was started up several times but the error did not go away. The procedure was then rescheduled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.